Event description:
Per importer's MDR: it was reported that a shower chair collapsed during use. The extent of the user's injury is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
There is no way to know whether this device was manufactured by foshan r. Poon medical products co., ltd. Since there was no model number provided and the device was not returned for evaluation.